Event description:
Product name: foldable intraocular lens. The end of the inserter of the acrysert delivery system was jagged and upon withdrawal, after placing intraocular lens, caught on the conjunctiva.